Event description:
It was reported that the patient was in the hospital monday through saturday last week. The patient had a return of symptoms, frequent urination, and cannot feel stimulation. The patient was unable to turn stimulation up, but the patient programmer was not working. The patient was going to change out batteries and see if issue resolved. Subsequent information received reported new batteries in patient programmer did not resolve issue. The patient rarely used the programmer and might have never noticed an eri (elective replacement indicator) or eol (end of life) message. The patient was going to see her hcp (health care professional) to check device status. Further information received reported that the patient would be getting her device replaced on (B)(6) 2012. The patient discovered the battery died during the month of (B)(6) because it "felt funny." Her appointment with her physician on (B)(6) found the device had died. The patient had loss of bladder control and she was running to the bathroom all the time. She was hospitalized for the week of (B)(6) because, she was dehydrated and having diarrhea. The patient's physician found that she had a bacterial infection and had a colonoscopy done. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-33 lot# v098099 serial#, implanted: 2008 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient. (B)(4).